Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The home health nurse of a (B)(6) female pt reported to a zoll territory mgr that the pt had developed open wounds under her breasts that may have been infected. It is unk if the pt required med intervention. The clinical outcome of the open wound is not known. The pt continued to use the lifevest.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Electrode belt sn (B)(4) was not returned for the event investigation.